Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending (lad) artery. The 2.00x15mm apex monorail balloon catheter was inflated on the first inflation to nominal pressure and then was inflated the second time to 10atms and ruptured. The balloon was successfully removed from the pt and the procedure was completed with another device. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved but similar to a marketed us device.